Event description:
The customer reported that she went to the ER due to diabetic ketoacidosis, with a blood glucose reading of 324 mg/dl. The customer was unable to troubleshoot at the time of the call, and stated she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.